Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and was stuck in the closed position. There was no clicking noise when the user attempted to open it. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another pyxis, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer found that the drawer 1.2 and 3.2 was not opening and the changed module controller and found that the drawer 2 magnet had fallen out of the latch and reseated the cables to resolve the issue. The system functioned as intended after the field service engineer repaired the device.